Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the single occurrence of system fault 101 was due to a software issue. The device was recalibrated and the software was updated to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 101) indicating the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.